Event description:
Report from med literature indicates "nontolerance". Event further clarified by reporter: in co's opinion, non-tolerance/non-tolerant is used to describe a pt who believes they are unable to "eat like they should" with the band, even when it is completely deflated. It is also important to note that these are pts who typically hardly lose any weight despite their report of "non-tolerance".